Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported observation ¿no ipg communication¿ was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device appeared to be functioning normally on the observation date. The device exhibited normal functionality during analysis which included communication testing with a clinician programmer. No programmer logs were returned from the field for review.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg explanted and replaced. Effective therapy was restored post operatively.